Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient states stim is not working. Patient states when implanted in (B)(6) 2024, patient was on program 2 at 1.5 and now it shuts off or will only allow patient to go to 0.3 and it is telling patient that it is at its maximum settings. Patient states first seeing the max settings screen yesterday patient does not know what shut off the implant but it has been about a week before since patient has urinated real well and there is no pressure in the flow, it is just prickles. Patient states since implant when rolling over, can see and feel the implanted neurostimulators moving around. Patient has since then lost 20 pounds patient mentioned about a month ago, when patient would bend over a certain way, toes would flex backwards and then the whole lower back area got hot like it was overheating. Patient then decreased the settings. During the call, patient was getting the max settings again on program 2 and switched to program 3 @ 0.4 and the max settings screen came up again. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.